Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester alleges precision issues. Inratio = 5.1 and 3.4. Time between testing 3 minutes. Patient's therapeutic range 2-3.